Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a revision surgery due to lead migration. The patient reported a lack of efficacy and was experiencing urinary incontinence. The physician ordered an x-ray that showed that the lead migrated past the anterior edge of the sacrum. The physician decided it was best to revise the implant to help the patient with efficacy. Following the procedure, the patient is happy and has found relief.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Correction to h6 patient codes.

Event description:
It was reported that the patient had a revision surgery due to lead migration. The patient reported a lack of efficacy. The physician ordered an x-ray that showed the lead migrated past the anterior edge of the sacrum. The physician decided it was best to revise the implant to help the patient with efficacy. The patient is happy with the revision and the relief is much better. It was noted that the patient experienced urinary incontinence. There were no additional patient complications.